Manufacturer narrative:
Note: all pertinent information available to amo at the time of this report has been submitted.

Event description:
Customer reported 1 patient interface ((B)(4)) due to multiple suction breaks. No side cut was created. The surgeon converted to prk. Surgeon completed successfully the left eye (os). There was no patient injury.

Manufacturer narrative:
Evaluation: conclusion, on (B)(6) 2013, customer reported that the suction loss was due to patient anatomy. There was no loss to best corrected visual acuity (bcva). No patient injury. Therefore, the equipment will not be evaluated due to patient's anatomy being the cause of the suction loss. A manufacturing record review/device history record was conducted. No nonconformances were documented. Documentation shows that the product was manufactured according to specifications.note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.